Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, limited mobility, unsteady gait which caused several falls and anxiety. After review of medical records it was reported that the patient underwent an open reduction and internal fixation of distal femur supracondylar prisprosthetic due to fracture on (B)(6) 2016. Patient was revised due to stage two reimplantation of the cup and stem. Revision note stated, patient has significant leg length inequality. There is no instability. Doi: (B)(6) 2016; dor: (B)(6) 2016, (left hip) doe: (B)(6) 2016.

Manufacturer narrative:
Pc(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.